Event description:
Device 3 of 4. Reference MFR. Report: 1627487-2019-06752, 1627487-2019-06751, 1627487-2019-06754. It was reported patient experienced pain at the lead site. To address the issue patient had a surgical intervention where the leads were explanted and post operatively pain was resolved.